Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00128. The device was manufactured between 05mar2019 and 07mar2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed. The unit was filled with water to a nominal volume and monitored until the next day. No signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked at the luer connector. The device was filled with 5fu in 0.9% normal saline. There was no patient involvement. No additional information is available.